Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide cath: launcher. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture or physical resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a novo lesion in a moderately tortuous, concentric and mildly calcified distal left circumflex artery that was 90% stenosed. A sion guide wire was advanced to the lesion. Then, pre-dilatation was attempted with a 1.5 x 12 mm mini trek balloon dilatation catheter (bdc). The device met initial resistance with the anatomy, and the balloon ruptured during the first inflation at 5 atmospheres. Therefore, the bdc was removed and a balloon rupture was noted. A 1.5 x 10 mm non-abbott bdc and a 2.25 x 12 mm trek bdc were then used for pre-dilatation and a non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.